Event description:
Reference number (B)(4). Event occurred in uruguay. It was reported that patient faced an infusion set cannula detached event on (B)(6) 2024 . The site location was the abdomen. Infusion set was used for 2 days. No further information was available.

Manufacturer narrative:
E1: patient city: (B)(6). Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.